Event description:
A hosp reported to our distributor that a glider became detached from the frame. No pt consequence was reported.

Manufacturer narrative:
The complaint device has not been returned to date. An initial eval has been conducted based on the event description and previous investigations on similar complaints. The glider separating from the mask is a known issue. This occurred due to a moulding defect on the glider clips. The bottom glider clips on the mask have been changed to address this issue, effective 09/11/2007. Conclusions - the device was out of specification and failed before use. No further investigation will be conducted on this complaint.